Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Per the physician, x-ray imaging of the rv lead was unremarkable. No adverse patient effects were reported. The implantable cardioverter defibrillator (ICD) and rv lead remain in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Per the physician, x-ray imaging of the rv lead was unremarkable. No adverse patient effects were reported. The implantable cardioverter defibrillator (ICD) and rv lead remain in service.